Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the motor was tested outside of the device and passed. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose while trying to adjust the insulin pump settings and fell. She went to the emergency room because she broke her nose when passing out on (B)(6) 2015. Blood glucose at the time of the incident is unknown; at the time of admission was 349 mg/dl. Blood glucose at the time of the call was 33 mg/dl. She treated with food and juice. The customer had been experiencing low blood glucose which is why she was adjusting the programming. The drive support cap is normal. Customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was exposed to x-rays. Customer mentioned the time was corrected when getting home from the hospital and it was incorrect again at the time of the call. The insulin pump would be replaced and returned for analysis.